Event description:
It was reported that occasionally elevated out-of-range pacing impedance measurements were observed from the non-boston scientific right ventricular (rv) lead. The patient was evaluated in-clinic, where pocket manipulations were performed, and no impedance changes nor noise were able to be produced. Regardless, the physician elected to program off therapy from this implanted device to ensure patient safety. Boston scientific (bsc) technical services was contacted for discussion surrounding how the integrated bipolar sensing in bsc devices functions. Information has been requested regarding the specific product details and event resolution, but a response has not yet been received. At this time, this bsc device remains implanted and in-service, and the rv lead is not a bsc product. No additional adverse patient effects were reported.